Event description:
It was reported that in the patient's room, a leak was found near the insertion site of the catheter during use on the patient. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.